Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: could not duplicate with retains. Source: phone.

Event description:
Alleged 3 false positive flu a and 6 false positive flu b results out of 46 tests, and 1 false positive flu a and 3 false positive flu b results out of 7 tests for asymptomatic patients. No confirmatory testing completed.